Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on their pump and the touch screen became cracked. Customer is unable to read the pump menus due to the damage. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.